Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was delivered notifiers due to therapy being appropriately inhibited during a ventricular lead noise episode. The right ventricular lead exhibited non-sustained right ventricular over-sensing episodes due to lead noise and a sharp rise in pacing impedance. The lead was capped and replaced on (B)(6) 2021 with no issues. The patient was recovering.